Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a case involving the sphere catheter for atrial fibrillation and typical atrial flutter ablation, char and thrombus formation were observed on the catheter tip upon removal of the device. The procedure included mapping of the left atrium and right atrium, and radiofrequency and pulsed field energy were used to create lesions for pulmonary vein isolation. The patient was under general anesthesia, and the activated clotting time measured during the procedure was 372. The physician observed some kind of thrombus or tissue at the tip of the sphere catheter at the end of the case. There was no impact to the procedure, and the case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the image files were returned and analyzed. Four image files were received. The first image (image002.png) displayed a graph. The second image (image003.png) showed a mapping of the heart and a generator not connected. The third image (image004.png) showed a mapping of the heart and generator not connected. The fourth image (image005.png) showed a disappearing map of the heart and generator not connected. In conclusion, the issue (clot/tissue at tip) was not confirmed by analysis of the images. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the thrombus was more on the outer wall of the catheter cage.

Manufacturer narrative:
Product event summary: the afr-00001 sphere 9 catheter with lot 0230443569 was returned and analyzed. During an external visual insp ection, the catheter appeared intact with no visible defects. The catheter was connected to the lab/test system and tested for ablation and mapping. The catheter was reprogrammed using the e215 laptop. Radiofrequency and pulse field ablations were performed without anomalies. Mapping was performed without any anomaly. Mapping and shorts tests were performed using cirris tester, no errors were noted. In conclusion, the reported "tip electrode/ other-material trapped in tip" was not observed with returned catheter. The catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.